Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a procedure performed on (B)(6) 2010. According to the complainant, during preparation for the procedure, the device would not open. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; jaws damaged and clevis arms bent.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). (B)(4), (jaws damaged, and clevis arms bent). (B)(4) relates to (B)(4) for the event of jaws damaged. A visual examination of the returned device found the jaws crushed the clevis arms bent. Functionally, the returned device to be unable to open or close through normal handle actuation. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the jaws would not open. However, upon device evaluation it was determined that the jaws were crushed the clevis arms bent. The most probable root cause is operational context as excessive force was applied to the device due to procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).